Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by manufacturer. Event problem and evaluation: on 12-dec-2016, a medtronic representative performed an imaging system check-out at the site. The gantry motion controller was replaced and the door switches were adjusted. The hand switch was also replaced. The mechanical tests, imaging tests and safety inspection all passed; the system was fully functional after part replacements.

Event description:
A medtronic representative, following up with the site, reported that the imaging system was ¿acting up¿ during a case and had to be re-started multiple times before it worked. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The hardware investigation of the returned handswitch found that the reported event was related to a physical damage issue. Visual inspection of the device confirmed the standoffs inside housing were broken resulting in a gaping housing. The coiled cable had been stretched and not recoiling. The handswitch was damaged. The reported event was confirmed.